Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol 3dmax light (device #1). An additional emdr was submitted to represent the bard/davol 3dmax light (device #2). Should additional information be provided, a supplemental emdr will be submitted.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol 3dmax light (x2) on (B)(6) 2016 (x2). As reported, the patient is making a claim for an adverse patient outcome against both devices. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-nov-2015) is considered to be a best estimate. This supplemental emdr represents the bard/davol 3dmax light (device #1). An supplemental additional emdr was submitted to represent the bard/davol 3dmax light (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol 3dmax light (x2) on (B)(6) 2016 (x2). As reported, the patient is making a claim for an adverse patient outcome against both devices. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2016 - patient was diagnosed with bilateral inguinal and umbilical hernias thereby underwent laparoscopic repair with implant of 3dmax light (device #1 & #2) and ventralex st (device #3). Per op notes, ¿the right and left direct inguinal hernias were repaired with 3dmax mesh (device #1 & #2) and tacked in place. The facial defect below the umbilicus was repaired with ventralex st mesh (device #3) and secured in place with sutures.¿ (B)(6) 2018 - patient was diagnosed with bilateral inguinal hernia and underwent open repair with implant of bard soft mesh (device #4). Per op notes, ¿the hernia sac was excised. Utilizing a bard soft mesh (device #4) a lichtenstein repair was performed and secured the mesh using sutures. The right site was repaired in similar fashion.¿